Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was in safety mode. It was reported that the patient had three non-device related procedures within 2 days. The patient had received an inappropriate shock during one of the procedures. Therapy was confirmed to be available. Boston scientific technical services (ts) discussed device replacement. This device remains in service. No additional adverse patient effects were reported. Additional information was provided by the field representative that the patient passed away approximately two weeks later due to circumstances not associated with the device. The device was not returned.